Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, e1(event site email) g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 initial reporter e1- (B)(6) it was reported that during routine check the cardiosave intra aortic balloon pump (iabp) was stated to have a touchsreen that was not working properly. There was no patient involvement or adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked and calibrated the touch screen. After checking the unit there was no issue observed by the fse. All performance tests were completed and found ok. Unit was returned in normal condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) display touchscreen not working properly. There was no patient involved.